Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood, there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead, (B)(6) 2000; 6944-65, (B)(6) 2011. (B)(4).

Event description:
It was reported that during the implant procedure, the of the right ventricular (rv) lead everything was fine until the lead was sutured in and the stylet was removed. The threshold was variable and after further testing the impedance was greater than 4000 ohms, and there was no capture. It was also reported there may be a possible lead fracture. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.